Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the threaded tip of an acetabular shell inserter broke off in the shell during reaming. The surgeon was unable to remove the broken piece from the acetabular shell and had to use an alternate shell and inserter.

Manufacturer narrative:
Straight cup impactor and the continuum shell were returned for review. Visual inspection confirms that the hexagonal bolt of the straight cup impactor fractured through the threaded portion and the fractured off piece remains inside the shell. It has also been noted that there are wear marks on the surface of the device and impaction marks on the strike plate. Review of the device history record did not find any deviations or anomalies. The frequency of use of the device is unknown. The reported device is used for treatment. The wear marks and impaction marks suggest that the device was used multiple times. It is likely that the fracture is a result of normal wear during the instrument's field life.